Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual decrease in pace impedance measurements (from 500 ohms in september 2020 to 250 ohms in december 2020). There was also a decrease in sensing amplitudes over the same time period, as well as an increase in the pacing threshold measurements (since february 2020). In-clinic provocative maneuver and posture change were performed with no evidence of any kind of noise. The physician elected to reprogram the implantable cardioverter defibrillator (ICD) and will follow-up with the patient in three months' time. No adverse patient effects were reported. The ICD and rv lead remain implanted and in service. Additional information received indicates this rv lead was surgically capped/abandoned and replaced due to low out-of-range pace impedance measurements and low sensing amplitudes. It was noted the patient's ICD was also replaced due to the age of the device, as the physician preferred to implant a new one. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.